Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed all testing including ECG stress testing via both leads and pads without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows evidence of poor coupling between the electrodes and the patient. There is a clear sign that the impedance is above the valid range and does not enter a valid state long enough for the device to report a "pads on" prompt. Once the pacer was paused after the first loss of pads, it was never un-paused in order to allow the device to continue or even attempt to pace any further. It appears the poor coupling via defib electrodes was confusing the end user, as there was a more consistent ECG signal via the leads than the defibrillation pads. The customer also stated that the electrodes were changed as they were not sticking to the patient, further confirming poor coupling. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads and the left electrode would not adhere to the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.